Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, an evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the actual sample was not received for evaluation. The hcp reported the lutonix dcb ruptured at nominal pressure while treating the target lesion in the av fistula. Although requested multiple times, additional event details and patient demographics are unavailable. If additional information is received, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at nominal pressure while treating the target lesion in the av fistula. The health care professional (hcp) discarded the lutonix dcb and it is not available for evaluation. Although requested multiple times, additional event details and patient demographics are unavailable. No adverse patient outcomes were reported.